Manufacturer narrative:
The device was returned for evaluation and it was determined that it did not meet calibration specifications. It was also determined that the control bar was not positioned correctly in relation to the master blade. The blade extended past the control bar. It was also observed that the reciprocating bar was worn. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the dermatome graft cut thickness was too deep when the thickness gauge was set to .012". No injury or adverse consequences were reported as a result of this incident.